Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Information references the main component of the system. Other relevant device(s) are: product ID: 9 735859, serial/lot #: none, ubd, UDI#. The manufacturer representative went to the site to test the navigation system. The system was working as intended, but there were some parts that were damaged. The usb port, interconnect cable, staff card interconnect cable connector and the front cover. The main monitor was also damaged in the top right corner but it was still working properly. Hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported  outside of a procedure during a planned maintenance (pm) that the electromagnetic localization system connector and cable were damaged. No patient was present at the time of the event.